Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure, a patient experienced a retinal tear while cutting due to suction issues. Additional information has been requested.

Manufacturer narrative:
Additional information: a company clinical analyst reviewed this case and stated the following: ¿the customer reported experiencing suction issues during cutting (vitrectomy). The patient experienced a retinal tear. Additional information was been requested with none received to date. Iatrogenic retinal breaks are well documented and anticipated intraoperative complication of vitreous surgery. To date, the retinal tear has not been confirmed. No further information was received on the patient status.¿ the system was examined and the reported event was not replicated. However, the pneumatics module was replaced, as the vitrectomy test values were out of range. Whether this nonconformity was related to the reported event, it cannot be determined conclusively. The system was tested and found to meet product specifications. The system was manufactured on april 23, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event(s) cannot be determined conclusively. (B)(4).